Event description:
It was reported that the patient was admitted to the hospital. Right ventricle loss of capture and dislodgement via x-ray were observed. The lead was repositioned successfully. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.